Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on (B)(6) 2025 was reviewed. The controller event log file captured low power hazard/no external power alarm events that became active on (B)(6) 2025 at 19:33:55 and on (B)(6) 2025 at 3:34:33. The alarm activated due to a power loss from the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Power was restored shortly after each occurrence and the no external power alarm cleared. Additional information reported the no external power alarm event on 22jan2025 at 3:34:33 was accidently disconnected from outlet power. It was reported the patient was unclear on the cause of the no external power alarm event on 20jan2025 at 19:33:55. Mobile power unit (serial # (B)(6) was not exchanged. A root cause of the loss of power from the mobile power unit on (B)(6)2025 at 19:33:55 could not be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a no external power alarm on interrogation and one replace backup battery alarm. The patient believed the no external power alarm was from someone tripping over their mobile power unit (mpu) power cord on (B)(6) 2025 at 03:00. The patient was asymptomatic. The log files captured two series of no external power events on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller's emergency backup battery until external power was restored. The backup battery not installed alarm occurred during the no external power event on (B)(6) 2025. The patient was unsure what the no external power on (B)(6) 2025 was from. It was unsure whether the mpu had a v-lock connector on the ac power cord. The ac power cord came loose at the wall outlet. The ac power cord did not come loose from the back of the unit. The emergency backup battery alarm only lasted for a moment per patient report and resolved when connected back to the power source. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.